Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During deployment of a 29mm sapien 3 valve, the commander delivery system balloon ruptured at full inflation. The delivery system was prepped with nominal volume. The valve was seated properly and there was trace pvl. The physician did unflex the delivery system prior to device retrieval. Resistance was encountered upon attempting to retrieve the distal delivery balloon and tip into the distal esheath tip. During removal of the delivery system through the 16fr esheath the distal tip and balloon of the delivery system detached and remained in the esheath. The position of the flex tip was over the triple marker during retrieval, it was at the deployment position. The delivery system tip and distal end of the balloon were "wedged" into the seam of the esheath, thus compromising the ¿membrane that joined the two sides of the slit¿ (liner). A decision was made to remove the sheath and delivery system as a unit. A new 16fr esheath was inserted. The patient had calcium in the annulus, primarily on the leaflets. The calcium did not appear to be a significant issue, as this was one of the few places that calcium was present at all. Once deployed the valve indicated the calcium burden may have been more significant than it appeared. Not only because of the balloon rupture, but also there appeared to be a little waist in the valve at the point of the calcium burden. No bav was performed. The patient's vessel at the level of the descending aorta measured 15.1mm at the point where the sheath interacted with the ruptured balloon on the delivery system during removal. The common iliac artery measured 11.4mm, the external iliac artery measured 8.2mm, and the common femoral artery measured 8.6mm at the point of access.

Manufacturer narrative:
Reference mfg. Report # 2015691-2018-01185.

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of delivery system, and/or accessories is a potential risk associated with the use of the device. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed that the delivery system was returned locked with 1.5¿ of fine adjust used and kink on the balloon shaft due to returned packaging, the guidewire lumen was detached from the ¿y¿-connector and fully inserted through the sheath, the distal end of the delivery system (nose tip and entire working length of the balloon) were still attached, the balloon spring was stretched on guidewire lumen and the balloon burst radially and does not appear to be missing any pieces. Functional testing was not able to be performed due to the condition of the returned devices (sheath fully expanded with liner bunched; delivery system burst balloon and nose tip - separated).the esheath is a single use device. The complaint was confirmed through visual inspection of the delivery system. Dimensional testing was performed on the wall thickness of the balloon along the radial burst and was found to be in within specification. During balloon manufacturing per procedure, the balloon is visually 100% inspected for the following: working length, balloon diameter, proximal / distal ids, proximal leg od, double wall thickness measurements, heavy scratches, gel-spots, crow¿s feet, fish eyes, deformation and contamination. Balloons are sampled tested for burst testing and additional visual inspection. During manufacturing, the delivery system is 100% inspected for the following: nose tip visual inspection, nose tip/guidewire shaft bond (bubbles in the bond area, guidewire shaft is all the way down inside the nose tip), and balloon catheter laser bond prep by inspecting nose tip length and insertion. In addition, the balloon size is inspected prior to pleating and folding process, the ¿y¿-connector are leak tested and inspected for partial adhesive coverage or no adhesive coverage. In addition, the delivery system is 100% leak tested. The assembled delivery system is 100% inspected by both manufacturing and quality for balloon damage such as kinks, cuts, distorted/pinched folds, wrinkles or waviness and fold lines on the inflation and crimp balloon. The bond is visually inspected for connector/guidewire and nose tip/guidewire shaft bond is intact. Bond visual inspections included the inflation/crimp balloon and nose tip/inflation balloon bonds. During product verification (pv) testing on a sampling basis. Visual inspection was conducted for physical defects, balloon burst pressure, and the system retrieval force through sheath were tested. All samples passed pv testing. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. Based on visual inspection of the returned device, the complaint was confirmed for ¿balloon burst¿, ¿delivery system ¿ withdrawal difficulty - through sheath¿, and ¿distal tip, nose tip ¿ separated¿. Review of manufacturing mitigations and device dimensional testing revealed no indication that a manufacturing non-conformance contributed to the complaint. Available information suggests that patient factors (calcification) most likely contributed to the balloon burst. The complaint description noted the patient had ¿calcium in the annulus, primarily on the leaflets.¿ a detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences, which provides a rationale as to why it is unlikely that a product defect contributed to this event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. Patient and procedure factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification/vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, delivery system is not completely unflexed before withdrawal, and position of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker) in this case, the patient¿s calcification on the native leaflets likely contributed to the balloon burst. The withdrawal difficulty was due to the burst balloon material interfering with retraction of the device in to the sheath. If the inflation balloon bursts or leaks, the training manuals instructs the operator to not use excessive force when removing the balloon per procedure. Excessive force applied in order to withdraw the delivery system could cause the distal end to become separated from the rest of the device. A combination of a balloon burst and withdrawal difficulty experienced in the case could therefore have then contributed to the distal tip, nose tip separation of the delivery system. The complaint was confirmed. No manufacturing non-conformances were identified during evaluation. In this case, available information supports that patient/procedural factors (calcification and removal of burst balloon) may have contributed to the event. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate does not exceed the march 2018 control limits for the failure mode. Therefore, no corrective or preventative action is required.